Manufacturer narrative:
Date of initial report: in 2009. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The site was sent an or fire prevention packet which contains information and training materials.

Event description:
The customer reported an or fire occurred at approximately 10 minutes after local infiltration during a procedure to excise multiple skin lesions on the face and neck. The patient received first to second degree burns to the face and cheeks. The patient was transferred to a burn unit at a higher tertiary facility. No o2 being supplied at the time of fire. The prep used was betadine.